Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope and experienced a fall. There was a rise to high thresholds on the right ventricular (rv) lead. In addition, the pacing impedance experienced a dramatic increase. The lead remains in use. No further patient complications have been reported as a result of this event.